Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
Here is a polished version of the event description, maintaining past tense, clarity, and consistency while preserving the original meaning: it was reported that the patient contacted support due to persistent occlusion alerts experienced with the two most recent infusion sets. The patient reported multiple occlusion alerts and stated that attempts to resume delivery were unsuccessful. The patient also indicated the presence of significant scar tissue at the infusion site. Information regarding occlusion alerts was provided, and the patient confirmed that the tubing was not bent or caught under clothing. The patient was advised to change the infusion set and continue monitoring for any additional alerts. During follow-up, the patient confirmed that no further issues were observed after changing supplies. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.